Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. ECG signal interference. During the procedure, the signal interference (noise) was observed on intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 29-dec-2025. The signal interference (noise) was observed on the ic channels on the carto and recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The signal interference (noise) issue was originally considered non-reportable, however, bwi became aware on 29-dec-2025 that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm and have reassessed the event as reportable. The awareness date for this record is 29-dec-2025.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to qdot micro approved under p210027. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 05-feb-2026. Visual inspection and electrical test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) of the carto 3 system contain the following recommendations: to reduce noise on signals, it is recommended to connect the piu power supply, the ep recording system amplifier, the rf generator, and the irrigation pump to the same protective ground. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).